Manufacturer narrative:
(B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, a tube had a damaged stopper. There was no report of patient impact.

Manufacturer narrative:
Bd did not receive returned samples or photos from the customer for investigation. Therefore, 30 retain samples from bd inventory were visually inspected for damaged stopper, and no samples failed. The device history record was reviewed with no issues identified. There were no quality notifications. All process and final inspections comply with specification requirements. This complaint was unable to be confirmed for damaged stopper. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, a tube had a damaged stopper. There was no report of patient impact.